Event description:
Balloon on catheter would not deflate. This required the surgeon to make a small incision in antecubital crease to get as near the balloon as possible and then, under fluoroscopy, he made 3 to 4 punctures with a spinal needle to deflate the balloon so as to remove it from the pt's arm. Doppler showed good blood flow to extremity post procedure.